Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device revealed that the shaft of the device was kinked 20mm proximal to the tip of the device. An examination of the stent identified that the stent struts on the 7th and 8th row proximal to the distal edge of the stent, were lifted up and misaligned. The stent was crimped on the balloon in the correct location. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that during a treatment procedure, a shaft kink occurred. The 7.0x40x135cm express-b-I ld premounted stent was removed from the box and a shaft kink was noticed. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent strut damage.